Event description:
The reporter stated that the surgeon was inserting a cc4204bf single piece collamer lens into patient's eye and the lens tore. The surgeon cut the lens to remove it and replaced with another model lens. No patient injury. It was reported that the lens was loaded wrong.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned products shows the plate haptic and half of the lens optic is torn off & missing. There is clear surgical residue on the lens. Conclusion: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.